Event description:
It was reported that patient underwent a reimplant procedure of his inflatable penile prosthesis (ipp). Previous device was explanted due to fluid loss. New device was successfully implanted.